Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure prior to the product being inserted the patient became asystolic. The physician quickly implanted a right ventricular (rv) lead 7842, serial (B)(4), however, there was loss of capture (loc) when connected to the pacing system analyzer (psa). A second right ventricular (rv) lead model 7842, serial (B)(4) was attempted but loc occurred when connected to the psa. The patient was connected to an external pacing system as there was no underlying rhythm. Additionally, a passive competitor lead was implanted and connected to a pacemaker and pacing was confirmed. The physician implanted a dual chamber pacemaker and connected the first implanted right ventricular (rv) lead and pacing was observed. During the procedure the patient desaturated and became hypotensive. The patient went into ventricular tachycardia (vt). An external shock was delivered but the vt continued. Medication was given the converted the rhythm. An echocardiogram confirmed that there was no tamponade. The procedure was completed, and the patient was transferred to the cardiac care unit (ccu) in a stable condition. The physician suspects the reason for the loc was caused by interference or a refractory delay caused by the external pacing. The rv lead 7842, serial (B)(4) remains in service.